Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and in the balloon. Blood was present in the guidewire lumen. The balloon was loosely folded. The balloon had a pinhole 7mm proximal of the tip. The tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event that it was difficult to cross the lesion, as there was a pinhole in the balloon and tip damage.

Event description:
Reportable based on device analysis completed on 07-oct-2019. A 1.50mm x 15mm emerge balloon catheter was returned without reported allegation. However, upon review of this device, a balloon pinhole was noted.